Event description:
This case was reported by a consumer and described the occurrence of inability to swallow in a male pt who rec'd poligrip (super poligrip original denture adhesive cream) over a period of years for loose dentures. A physician or other health care professional has not verified this report. Concurrent medications included fludrocortisones acetate (florinef), pantoprazole (protonix), prednisone, flecainide acetate (tambocor), gabapentin (neurontin), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride + acetaminophen (percocet), acetylcysteine (mucomyst) and lorazepam (ativan). Concurrent medical conditions include low blood pressure (date of onset unknown); leukemia in 1994 which resulted in a bone marrow transplant; esophageal cancer in 2005 which resulted insertion of a throat stent; constipation since 1997 or 1998; heart arrhythmia since 2005. Years earlier, the pt started poligrip (dental). In 2006, the pt experienced inability to swallow due to super poligrip cream being stuck to the stent in his throat. The pt stated that sometimes his medications would get stuck in his throat because of the throat stent. In 2006, he went to the emergency room because he could not swallow anything. While in the emergency room, he was given an electrocardiogram, which showed that he was stable. After 8 or 9 hours in the emergency room, he was then admitted to the intensive care unit so that they could remove the blockage from his throat stent. A scope was placed down his throat and suctioned the material that was stuck in his throat stent, which included medications, food and super poligrip. After two days, he was discharged from the hospital 2 days later and was given discharge instructions to continue to take his medications and not to lift anything heavy. The pt stated that he went to the emergency room once before for the same reason, but he could not remember the date. At that time, they were able to remove the blockage in his throat stent without admitting him to the hospital (he was in the emergency room for 10 to 12 hours). The pt would like to continue use of poligrip. It is unknown whether or not he will discontinue use. At the time of reporting, the events were resolved.

Manufacturer narrative:
Manufacturer's comment: the manufacturer report number for this case is 9681138-2007-00001. The lot number for this product is available, however, the product in not available. No corrective actions have been required based on this report.